Manufacturer narrative:
The manufacturer previously reported a "ventilator inoperative" alarm condition caused by the device's system board. The system board was returned to the quality assurance laboratory for further investigation. During the investigation the root cause of the system board issue was due to a short in the vdc buss component.

Event description:
A ventilator was returned to the manufacturer for evaluation. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" alarm condition was observed. The device's system board was replaced to address the issue. The device failed a step during testing. The device's active exhalation control module was replaced to address the issue.